Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) therapy the side port of the sheath came off. Because the side port was removed without much force, the iab was inserted using a sheath from another manufacturer. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The side port sheath was returned with traces of blood on the sheath. The side port tubing was returned detached from the sheath. The iab catheter was not returned. The tubing pocket was examined, and an insufficient amount of adhesive was noted. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. The evaluation confirms the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.